Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, no failure was identified related to the insulin delivery issue.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl. Bg was treated by consuming crackers. The customer alleged that the pump was not delivering too much insulin. Additionally, the customer reported that the battery gauge remained static for an extended period of time. Reportedly, the customer reverted to manual injections for insulin therapy.